Event description:
It was reported that during initial implant the implantable cardioverter defibrillator exhibited a variation in r-wave measurements. The r-waves measured on the device was less than the measurements on the pacing system analyzer. The device was implanted without any adverse consequences to the patient.